Event description:
It was reported that the tip broke off the driver. No patient complications were reported.

Manufacturer narrative:
(B)(4). The driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual and optical inspection confirms approximately~3 mm of the tip is plastically deformed, with portions of the torx tip lobes cracked and deformed or missing. Microscopic examination of the fracture surface identified horizontal striations, consistent with cyclic fatigue; the striations initiate at the tip of the instrument, and extend down the shaft approximately 2mm, and precedes tip deformation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.